Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicated this lead was subsequently explanted for an unknown reason.

Event description:
Boston scientific received information that this left ventricular (lv) lead was surgically abandoned due to loss of capture. No adverse patient effects were reported.